Manufacturer narrative:
H.6. Investigation: one sample was returned and investigated by our quality team. The separation was immediately noticed and the complaint was verified. Visual analyses under microscope was then employed to determine the root cause of a lack of solvent/ shallow insertion at the tubing to drip chamber junction. A device history record review for model ms3500-15 lot number 21023306 was performed. There was a quality notification issued for the failure mode reported by the customer during the production build of this set. The manufacturer noticed a solvent application issue with these sets and immediately conducted retention and thorough testing of all sets (both packaged and not). The machine issue was resolved and the subsequent tests passed inspection before the lot was sent from the facility. Due to an increase in incidents of this failure mode, a trend for this separation issue has been identified for this product line, CAPA#3974230, has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #21023306 regarding item #ms3500-15 a complaint history check was performed and this is the 16th related complaint reported with the defect/condition of separation regarding item #ms3500-15 over the 12 month period before this complaint.

Event description:
It was reported that bd secondary administration set disconnected and leaked during use. The following information was provided by the initial reporter: this tubing was used to spike a potassium chloride bag. Once spiked, the tubing came detached from the drip chamber, spraying the kcl out from the bottom of the drip chamber onto the patient, IV pump, and floor.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd secondary administration set disconnected and leaked during use. The following information was provided by the initial reporter: this tubing was used to spike a potassium chloride bag. Once spiked, the tubing came detached from the drip chamber, spraying the kcl out from the bottom of the drip chamber onto the patient, IV pump, and floor.